Manufacturer narrative:
Preliminary analysis has indicated that the particulate is likely the medical grade, biocompatible silicone that is used to coat the syringe barrels during the mfg process. No other organic material was identified in this preliminary analysis. All lots that contained this particulate were voluntarily recalled on 7/30/2007. B. Braun recall # 7/30/2007. The samples and all available info has been forwarded to the MFR, am2pat for further eval.

Event description:
As reported by the user facility: tips of flush syringes are orange and the solution is discolored.